Event description:
Caller reported that digital lines appeared on the screen after the pump was dropped, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alterative method of insulin therapy.